Event description:
Ten days post subthalamic deep brain stimulation for advanced parkinson's disease. Pt came to office with shortness of breath, and redness over generator. Admitted urgently, diagnosed pulmonary embolis generator infection. Underwent placement of greenfield filter and removal of ipg generator. Pt vital signs stable, neurologic exam stable.